Manufacturer narrative:
Date of event: unknown/not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a torn or broken haptic. It is unknown if there was patient contact. No additional information was provided to johnson & johnson surgical vision, inc.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 04/24/2018. Device evaluation: the returned z9002 lens was received in the original box, inside the lens case. The lens was observed under microscope; it showed residue in the optic zone. The lens was not broken. One of the haptic was positioned without damages, and the other haptic was bent and distorted in the middle. This condition may have been caused by the handpiece pushrod. The customer's reported complaint for haptic torn or broken was not verified. However a damaged haptic was observed. No product quality deficiency was identified. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.